Manufacturer narrative:
Review of the software logs confirmed cold pixels phenomenon. The alleged malfunction could not be disproved. Although no deaths or injuries have been associated with this report, this event is being reported as the alleged malfunction may be likely to cause or contribute to a serious injury if it were to recur should the malfunction compromise the visualization such that the physician ablates in unintended areas.

Event description:
During a tumor ablation procedure, cold pixels appeared in the direction of treatment. The patient did not experience any adverse effects from this event and the tumor was successfully treated.